Event description:
Investigation revealed a dim display screen; the letters also had a red hue. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: the battery cap was not returned; therefore, a test battery cap was used to complete investigation. Investigation revealed a dim display screen; the letters also had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).